Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01293. Device product code - phx. Concomitant medical products: item#: 00434903611, lot#: 63085423. Item#: 00434901500, lot#: 63257424. Item#: 00434901213, lot#: 62920396. Report source: foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately five (5) years and six (6) months post-implantation due to dislocation. Surgeon is considering the cause for dislocation was possibly over tension. Patient currently has a spacer mold implanted while waiting for a pmi device. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2 upon receiving additional information of the reported event, it was determined to be not reportable. Examination of x-rays provided indicated loosening of the baseplate that had caused subluxation. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.